Event description:
A medtronic representative reported that the biopsy needle intermittently tracked during a procedure. A second needle was used and tracked intermittently, as well. The surgeon completed the procedure successfully with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
H4) the manufacturing dates are 1/23/2012 for biopsy needle lot# 066502312 and 3/29/2012 for lot# 066508912.

Manufacturer narrative:
The device manufacture date not available at the time of this report. RMA issued. Replacement biopsy needle kits shipped. The items have been received by manufacturer and properly disposed of. Not able to perform analysis due to biohazard contamination.